Event description:
It was reported that on an unknown date, the frn aiming arm and insertion handle were having issues. The static proximal screw had missed the nail on 3 consecutive cases. It was unknown if there was any patient consequence/outcome.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: investigation summary : the product was not returned to j&j medtech orthopaedics, however a photo was provided for review. The photo investigation revealed the device was observed alongside its mating device. However, the reported condition can not be replicated through photo provided, and the reported event can not be confirmed with available evidence. Surgical technique was reviewed and the following relevant statement was found at page 28: notes: do not exert forces on the aiming arm, protection sleeves and drill sleeves. These forces may prevent accurate targeting through the proximal locking holes and damage the drill bits. In order to ensure that the protection sleeve (03.045.019) is secure in the aiming arm, make sure it is positioned such that the triangle on the sleeve is facing in the direction of the opposite hole (i.e. If sleeve is inserted in the ¿dynamic¿ hole, it should be twisted and locked such that the triangle is facing the ¿static¿ hole and vice-versa). As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the radiolucent insertion handle frn would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.033.001. Lot # l862516. Manufacturing site: werk hagendorf. Release to warehouse date: 18 july 2018. Expiration date: n/a. Supplier: n/a . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.